Event description:
Boston scientific received information that a lead fracture was suspected. The lead was exhibiting increased threshold measurements, however, impedance and sensing measurements were stable. A lead revision was scheduled. During the procedure, the superior vena cava was perforated when attempting to extract the lead. Emergency measures were attempted including opening the patient's chest and placing them on cardiopulmonary bypass. The patient however expired on the table. No products will be returned. Additional information was obtained from the field that no obvious lead fracture was observed under fluoroscopy. No other out of range lead measurements were noted. It appears the competitor device was also being replaced during the procedure for elective replacement indicator. Since the lead was not explanted, no further examination was possible.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.